Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2p5ya); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that about 4-8 weeks before they received their replacement system, the patient noticed the site was irritating when sitting in their la-z-boy chair. The patient went to see their managing physician who visually checked and was told that everything looked fine however the patient said the discomfort persisted. The patient said that they consulted with someone at the manufacturer and the patient was scheduled for an x-ray, which revealed that the wire had disconnected in some kind of way and curled up in patient's body. When asked, the patient said they hadn't had any falls or trauma. The patient received a replacement system on (B)(6) 2024.

Manufacturer narrative:
H6 coding has been moved to the ins. The lead has been made a non-complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.